Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was unconscious and lost her heartbeat for several minutes due to high blood glucose and dka. Paramedics were called and customer was transported by helicopter and was hospitalized in intensive care unit. Customer's blood glucose reading at the time the paramedics arrived was high. Nothing further was reported.